Event description:
A report was received that stated the pump alarmed ¿check clutch¿. No pt injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Testing was able to reproduce the customer¿s complaint of a ¿check clutch¿ alarm. Visual inspection revealed the carriage washer was loose. The carriage washer was readjusted. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.